Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
A transmission via merlin.net indicated the capacitor charge time limit was reached. The patient was seen for a follow-up and a manual capacitor maintenance test was completed and the charge time met specifications. No further intervention was performed. The patient will be monitored.